Event description:
Procedure type: ventral hernia repair. According to the repair: the transfacial suture broke and the mesh was not attached to the abdominal wall, which enabled bowel to slide behind it and cause a recurrence. This occurred approximately 2 weeks post-operation. Re-operation was performed. No other information is available at this time.